Manufacturer narrative:
(B)(4). Date of initial report : 12/05/2014. Date of follow-up report : 02/25/2015. One used device was returned and evaluated. Visual inspection found no defects, but there was some tissue in the device jaws. The jaws opened when forward pressure was applied to the handle. The handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The knife was activated on a silicone test strip and the results were acceptable. The device reopened without difficulty after sealing. The investigation found the device to function normally and within specification. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a laparoscopic ovarian cystectomy procedure, the jaws of the device could not be reopened while applied to patient tissue. To remove the device, the surgeon resected the tissue directly adjacent to the device jaws.there was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.